Event description:
It was reported to tyco healthcare/kendall on 03/19/2007, that the blue tip of the yankauer suction catheter came off, while pt was being suctioned. Post-op x-rays confirmed that, the blue tip was in the pt's colon. Pt was seen by gastroentrologist who expected that the pt would expel the tip. Add'l info gained on 03/20/2007, indicated that the follow-up x-ray indicated customer had passed the tip.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.